Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the battery was unable to be located/connected to the smart programmer. Multiple smart programmers tried, multiple communicators tried, multiple attempts made with each/every combination. There were no patient complications reported as a result of this event.